Event description:
The customer reported receiving no delivery alarms during a bolus. Troubleshooting was performed. The customer stated that the insulin volume was correct, and it is not empty. Ran a fixed prime test and the insulin did exit. Instructed the customer to remove the cannula, and it was not bent. Performed a high pressure test and the insulin pump did not alarm no delivery. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.